Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was hospitalized due to high blood glucose of 600mg/dl. The father stated that the insulin pump is not functioning properly and was alarming no delivery. The customer experienced vomiting, dizziness, and headache. No further information was provided.